Event description:
It was reported a stent failed to deploy in an iliac stenosis. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not arrived at the manufacturing site for evaluation to date. This application represents an off-label use for this device. The luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.